Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The device was found out of specification with respect to the reported "pump does not go into downstream occlusion alarm", which was reproduced during evaluation. Evaluation found no grease on the cam lobes causing excessive wear on the cams, valves, and fingers. This causes the pressure plate travel measurements to fall out of specification, preventing the tubing from occluding and not building the pressure required to detect a downstream occlusion. The motor assembly was replaced. Additional information: defective alarm.

Event description:
During baxter's functionality testing of a spectrum pump, the device failed to alarm for downstream occlusion. There was no patient involvement.